Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the complaint device was returned for analysis. The unit was visually inspected for any damage or defect and no issue were noted. The gauge needle was reading 0atm. There was saline/media in the barrel and flexical line of the device. A functional test of the complaint device was carried out and the device passed all functional test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle turned around. A 26 encore balloon catheter inflation device was selected for use. During procedure, when the inflation pressure was applied to the concomitant balloon up to 15atm, it was noted that the gauge needle turned around. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the gauge needle turned around. A 26 encore balloon catheter inflation device was selected for use. During procedure, when the inflation pressure was applied to the concomitant balloon up to 15atm, it was noted that the gauge needle turned around. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.